Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for hematoma since a hematoma was observed as per allegation. Manual pressure was applied and no further issue was experienced. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. Occupation- lab manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an issue with the angio-seal evolution device six hours after the procedure. The patient was at home and there was a small amount of bleeding at the access site. The patient returned to the hospital and no injury was noted, however there was a small hematoma that had formed. The procedure performed was a diagnostic leg angio. Manual compression was performed.